Event description:
The company representative (guidant) reported that the pacing system analzer (psa) batteries were charged. They pressed the print button and then the psa "went dead". The representative would usually print (out the test results) at the end of the case. During the threshold test, using a fully charged battery, at 1 volt the psa shut off and the pt went asystolic. The physician had to do chest compressions. The pacemaker was connected which resolved the situation. No injury occurred to the pt. The representative later checked and when they pushed the battery in, it would flicker.

Event description:
The company representative (guidant) reported that the pacing system analzer (psa) batteries were charged. They pressed the print button and then the psa "went dead". The representative would usually print (out the test results) at the end of the case. During the threshold test, using a fully charged battery, at 1 volt the psa shut off and the pt went asystolic. The physician had to do chest compressions. The pacemaker was connected which resolved the situation. No injury occurred to the pt. The representative later checked and when they pushed the battery in, it would flicker.